Event description:
The customer was required to rerun samples because of intermittent error code 1007 (unable to process test, activated read failure) generated from the architect i200sr analyzer. The customer stated the issue began when reaction vessels (rv's) lot 69206p100 were in use and occurred one to five times a day. The issue stopped when the customer began using a different lot of rv's and began again with yet a different lot of rv's. The customer's instrument maintenance was current, and all instrument checks passed specifications. There was no impact to patient management.

Event description:
A customer reported that a loss of telemetry monitoring occurred when four (4) cic (central stations) rebooted simultaneously. No injury was reported. This is the first of four reports. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
It was reported that during a starr procedure, the customer reported that the device cut only a part of the tissue and didn't apply the staple line. The problem provoked serious bleeding, so the surgeon had to apply sutures. The time of the operation was prolonged by four hours because the hemostasis was highly complicated. The patient's conditions were made worse, and a blood transfusion and antibiotic therapy were necessary. The patient experienced pain and tenesmus after the procedure. Additional information has been requested.

Event description:
The nurse reported a sys message displayed during set up. They re-booted, but the message persisted. A loaner was obtained from the company sales rep. Their case load was extended by 1.5 hrs as they waited for the loaner to arrive. One case was cancelled as a result of the extended schedule. No pt injury was reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), suspect medical device: another lot of the suspect reaction vessel (70421p100) was in use at the customer facility at the time of this incident. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot, 70421p100, device MFR. Date: 10/2708, expiration date: na architect i2000 analyzer ln 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.